Event description:
During an automobile collision, patient's insulin cartridge cracked inside of the device. Patient did not realize that the cartridge had broken for 18 hours, following the collision. Patient sought treatment, at the hospital emergency room, for high blood glucose (<800 mg/dl, upon arrival). Patient was treated with an injection of humalog, and placed on an insulin drip. Patient was released from the hospital the following day.